Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The lead remains in use. No adverse patient effects were reported. Additional information requested from the field representative indicates no further actions have been performed. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.